Event description:
It was reported that current pump experienced charging error requiring full restart before battery would charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.